Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of an abnormal increase in atrial and ventricular lead impedance. This device is also involved in a product advisory.